Manufacturer narrative:
H6: medical device problem code 2017 - incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion located in the anterior tibial artery that was 70% stenosed. Reportedly, the armada 18 balloon was inflated at nominal pressure [8 atmospheres] and the balloon ruptured during the first inflation. Another armada 18 was used to continue the procedure. The device was not prepped (air aspiration) outside the patient according to the instructions for use. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was not prepared (air aspiration) outside the anatomy. It should be noted that the percutaneous transluminal angioplasty (pta) catheter, armada 18, instruction for use (IFU) indicates to perform the steps to remove all air and verify the integrity of the pta catheter. Leave the catheter under negative pressure until the balloon is at the target lesion site. Then the device can be introduced the device into the vascular system. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning.